Event description:
Reporter indicated, a vns therapy pt is having increased seizures above pre-vns baseline. Medication was added, which did not help control the seizures. The pt underwent generator replacement surgery due to normal end of service. During the surgery, the surgeon noted a lead fracture. It has not been confirmed if the lead was replaced at that time. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death.